Event description:
The contact stated the customer's meter was reading low. It was discovered the meter was set in mmol/l. The customer did not adjust medication or allege any adverse events due to the mmol/l readings. The contact was able to reset the meter to mg/dl, and no product will be returned for evaluation.